Event description:
The customer reported that there was air bubbles in the reservoir. Customer blood glucose was 81 mg/dl. Advised customer rewinding with a reservoir in place will create air bubbles customer stated able to remove the air bubbles. Advised the customer that the insulin should be stored at room temperature to prevent gassing out when it warms in the insulin pump. Customer stated she needs clamp. Advised customer we would be sending her clamp. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).